Event description:
It was reported that there was a malfunction resulting in loss manual ventilation during service. There was no patient involvement.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.block a: no report of patient involvement. Legal manufacturer:hcs madison - 3030 ohmeda dr, USA madison, wi 53718.